Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.